Event description:
The patient service representative (psr) assisting a (B)(6) male patient called in to zoll lifecor customer support to report that the patient's battery will not properly insert into the monitor. Support issued the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The locking tab on the battery pack was broken. The root cause of the broken locking tab cannot be positively identified but was likely due to attempting to extract the battery without depressing the latch or dropping the pack onto a hard surface. Upon further investigation, it was also found that one or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.